Event description:
Patient is status post craniotomy, ventriculostomy and bone flap. Physician ordered a cervical collar. A 2cm x 3cm eschar pressure ulcer noted in the left lower area under cervical collar. Wound care team care initiated.